Event description:
It was reported that a dye study was going to be performed. The representative confirmed that ¿they were questioning the function of the pump because they were doing a roller study¿.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).